Manufacturer narrative:
Examination and functional testing on the returned pfc patellar cementing clamp confirmed intermittent sticking when locking and unlocking the device. Lubrication and multiple locking/unlocking cycles found that the device functions as intended most of the time. A complaint database found similar reports where when confirmed the root cause was attributed to product wear out. The investigation could not identify or verify any product contribution to the reported event. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patella clamp has a sliding locking mechanism that will no longer lock in place and when it does the button is very difficult to unlock.